Event description:
The tip of the delivery system slider detached during creation of the forearm loop fistula. After tunneling, the vein of the delivery system disconnected from the tunneler. The tip of delivery system was reattached to the tunneler prior to tunneling the artery. The procedure was completed by suturing the graft onto the tunneler.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.